Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - four samples were received for evaluation. Samples were pressurized leak tested with no defects identified. Bd is aware of complaints for pbbcs tubing leakage, we are confirming the complaint. As this is a confirmed complaint, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. Conclusion - root cause is a misalignment of the travel gripper that stretches out the tubing to length for cutting. Possible sharp edge or burr on the gripper.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter had blood leakage near the base of where the needle inserted into the device. No injury or medical intervention was reported.